Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during surgery, the unit would not proper mesh. The taken graft was damaged and was usable. There was no patient harm/injury or surgical delay reported. The harvest site did not need unexpected medical intervention. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record identified the following related repair: cutter blade and side plate failure. Replaced adjusted and checked. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.